Event description:
It was reported that the customer passed away due to hypoglycemia. The customer was wearing the insulin pump at the time of death, and she was found in the kitchen with glucose tablets scattered on the floor. Troubleshooting revealed that the insulin pump was programmed correctly. The caller also stated that the customer had a history of erratic high and low blood glucose levels.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.